Manufacturer narrative:
It was been reported by a respiratory therapist at the reporting facility, "when removing from the patient, the transparent tube (suction catheter inside of the pu sleeve) breaks or cracks midway." Another reported issue, "the connectors of the suction catheter most times will become very loose." There were no reports of serious adverse events, medical interventions or follow-up care initially provided. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. Due to the nature of the reported incident and in abundance of caution, this medwatch is filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It has been reported, "when removing from the patient, the transparent tube (suction catheter inside of the pu sleeve) breaks or cracks midway." Another reported issue, "the connectors of the suction catheter most times will become very loose."